Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer transfers test strips from the vial and they are loose in the travel case which may contribute to a loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter in question will be returned for evaluation, the test strips were discarded by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.